Event description:
A replacement flow-directed pulmonary artery catheter was floated on a trauma pt. The catheter was not capturing an appropriate waveform and had been advanced to greater than 50 cm. Provider was directed to deflate the balloon and to withdraw the catheter. Upon attempted withdrawal, resistance to removal of the catheter was encountered. Procedure was halted and a chest x-ray was obtained which revealed a knot in the catheter. Interventional radiology was consulted and the knot was successfully untied and the catheter removed. A new catheter was placed under fluoroscopic control.